Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced bilateral numbness and weakness in the lower extremities after implant of permanent system. The patient was taken into surgery on (B)(6) 2016, where a small hematoma was removed near the top of the lead. The wound was sutured and the patient was placed on a hospital bed, but remained in the or. The patient still could not move the lower extremities and was placed back on the or table. Another laminectomy was performed, the lead was explanted, and a second, larger epidural hematoma was evacuated. The ipg was also explanted electively. As of (B)(6) 2016, the patient had regained strength and mobility, and the symptoms had resolved.